Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a staph infection that turned to cellulitis. The patient was given intravenous antibiotics for the infection. The issues killed the good bacteria in the patient's digestive system. The infection happened about a year and a half prior to the report. The patient was indicated for spinal pain.